Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor left ventricular (lv) lead exhibited high out-of-range pace impedance measurements resulting in the device emitting beeping tones.the out-of-range measurements were confirmed in multiple vectors in addition to the phrenic nerve stimulation in another. The lead was tested in all available vectors and the issue isolated to one of the electrodes. No adverse patient effects were reported. This system remains in service.